Event description:
The patient contacted animas on (B)(6) 2012 reporting multiple loss of primes. The patient stated they noticed insulin coming into the tubing during load step. There is no additional information at this time. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history indicated several non-zero and zero force "loss of prime" and "no cartridge detected" alarms. The rewind, load and prime steps were performed on the pump with no "loss of prime" warnings. The pump was exercised for 24 hours on a 1unit per hour basal rate with no "loss of prime". The force sensor was found to be within calibration. The piezo was found not to be functioning.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.